Manufacturer narrative:
The product was unavailable for return as it was discarded at the user facility. Therefore an evaluation of the device performance was not possible. The cause of the patient's death is unknown at this time. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery via medwatch 3500a report #1402760000-2016-8010 that a lumbar drain was placed in the patient due to a thoracic abdominal aneurysm. According to the report, three days after the lumbar drain was placed, on (B)(6) 2016, it was found to be leaking cerebral spinal fluid. Reportedly, the patient had a subdural hemorrhage with herniation. The report stated that the patient expired on (B)(6) 2016. Patient history was reported as: stroke, coronary artery disease, hypertension, smoking and surgery.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the user facility. Therefore an evaluation of the device performance was not possible. The cause of the patient's death is unknown at this time. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. In addition, the IFU states that ¿patients undergoing external drainage and/or intracranial pressure monitoring must be kept under constant supervision in an intensive care unit staffed with trained personnel familiar with the use of intracranial and lumbar pressure monitoring techniques. Improper vigilance or improper drainage system setup can lead to overdrainage or underdrainage and potentially serious injury to the patient¿. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. Additional patient/device information: the patient identifier was provided and was updated in the appropriate field. It was later reported that the drain was placed on the patient on (B)(6) 2016 and the drain was removed on (B)(6) 2016. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: h3: no eval explain code. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.